Manufacturer narrative:
Calibration was acceptable. Qc recovery was acceptable. There is no indication of a reagent or instrument issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys vitamin d ii assay results for 6 patients tested on a cobas 8000 e 602 module. From the data provided, 4 patient results were reportable malfunctions. For patient 1 the initial vitamin d result was >175 ng/ml with a repeat result of 42 ng/ml. For patient 2 on (B)(6) 2019, the initial vitamin d result was >175 ng/ml with a repeat result of 89.88 ng/ml. For patient 3 on (B)(6) 2019, the initial vitamin d result was >175 ng/ml with a repeat result of 50 ng/ml. For patient 4 on (B)(6) 2019, the initial vitamin d result was >175 ng/ml with a repeat result of 58 ng/ml. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e602 serial number was (B)(4). Based on the acceptable qc data, there was no indication of a performance issue with the reagent or the instrument. The investigation is currently ongoing.